Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was returned to animas for evaluation. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary a battery. When a new a battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A review of the pump history indicated that the pump was manually set to the incorrect time. The pump was evaluated and found to be delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues.

Event description:
The reporter claimed the patient had a blood glucose excursion on (B)(6) 2011. Reportedly, the patient had a seizure, was treated with glucagon, and tested at "46 mg/dl." After further investigation, the reporter noticed the animas insulin pump was fours hours ahead of the actual time. The reporter feels that the patient's basal rate was too high at the time of concern. A review of the insulin intake and complete troubleshooting to determine the cause of the low blood glucose could not be completed at the time of concern. The reported further indicated that the date and time on the animas insulin pump resets to the factory default whenever the battery is removed. This complaint is being reported because the patient reportedly had symptoms and received medical intervention for hypoglycemia.